Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Review of the logfiles for the day of treatment shows all treatments were successfully finished at that day. The logfile for the treatment related to the reported event shows the energy is stable. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with the recommended setting and performed energy check within recommended timer range. The treatment finished without any error or warning message. No abnormalities during this treatment that could have contributed to reported event. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, mild epithelial ingrowth was reported near the flap margin. Patient complains of halos at night, hard to see computer screen and poor vision. Patient is to continue to use artificial tears. Blurred vision is clearing up.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a side cut tag on a patient's right eye during lasik. Doctor was able to complete the treatment. A bandage contact lenses was put in place during the procedure. Upon follow up, it was reported that the patient had a very tough flap to lift. Side cut tag was at the inferior edge of the flap in the right eye. Post-operative vision is good. No patient discomfort other than mild dryness. Bandage contact lens was removed.